Event description:
It was reported, that during a pulsed field ablation procedure. The catheter slide control would not longer extend halfway. The catheter was forcibly pulled into the sheath and then replaced. Which, resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter, with lot number#: 0012358666 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. The array appeared intact with the distal. And proximal arm were both without any anomalies. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function was stiff, despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed, along the extended portion. Indicating, proper functionality and alignment of the steering and slide mechanisms. X-ray imaging showed, conductor electrode wires entangled on the guidewire lumen, causing restricted movement of slide control. The catheter was reprogrammed, before connection to the generator via a test catheter interface cable (cic). And therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed, intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection, due to the electrode wires being entangled on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.